Event description:
On (B)(6) 2019 I had a lumpectomy for breast cancer. A biozorb was placed. On (B)(6) 2020 I had a lumpectomy re-excision and a biozorb was placed again. I was originally told it would dissolve in six months. It has now been over two years and according to one of my oncologists it does not appear much smaller on my latest mammogram. It also doesn't feel smaller to me. I am small chested and the biozorb is just under the surface of my skin and scar on the outer quadrant of my breast. It has been painful when my arm pushes on it such as when I put my arms across my chest to sleep, or hug someone or raise them in prayer positions. I never would have allowed placement if I had known, it would be painful and still undissolved after two years. Also it was not helpful for the purposes of a targeted radiation boost. I was not able to receive one due to the proximity to my heart. I received whole breast radiation. Biozorb still evident, largely unchanged in size. FDA safety report ID# (B)(4).